Event description:
On (B)(6) 2013 the reporter contacted animas alleging blood glucose levels in the 20 mg/dl range. The reporter indicated believing that the pump may have been recommending the incorrect insulin doses for boluses. The reporter indicated that the pump settings may have been changed accidentally and the reporter felt that the insulin sensitivity factor was incorrect. No further details were available at the time of the call. Animas attempted to follow up with the reporter regarding the outcome of the event and possible pump settings issues but has been unsuccessful at this time. This report is made based on the allegation that the patient experienced hypoglycemia related to possible issues with the programmed pump settings.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.